Manufacturer narrative:
(B)(4).

Event description:
Medwatch form received reports: "after patient was intubated anesthesia staff was placing various lines in order to safely care for our patient during our procedure. 24 gauge catheter was placed in right radial artery for pressure monitoring, after connecting to transducer a waveform was confirmed and a-line secured. About 5 minutes later anesthesia resident noticed that waveform was no longer showing. After trouble shooting and involving anesthesia fellow and attending it was discovered that the catheter had broken somehow. All members of the team were alerted. X-ray was obtained to see location of the catheter which remained in pts vessel. Md attempted to remove the reminder of the catheter without success. Vascular surgery was called to room to assess the situation and help us remove the catheter from pts vasculature. Catheter removed successfully; another x-ray obtained to confirm whole catheter was removed. Parents were updated by md prior and after catheter removal." Additional information was received that the catheter was removed by an emergent cut down of the right arm to successfully retrieve the piece. The patient was reported to be dishcarged at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch form received reports: "after patient was intubated anesthesia staff was placing various lines in order to safely care for our patient during our procedure. 24 gauge catheter was placed in right radial artery for pressure monitoring, after connecting to transducer a waveform was confirmed and a-line secured. About 5 minutes later anesthesia resident noticed that waveform was no longer showing. After trouble shooting and involving anesthesia fellow and attending it was discovered that the catheter had broken somehow. All members of the team were alerted. X-ray was obtained to see location of the catheter which remained in pts vessel. Md attempted to remove the reminder of the catheter without success. Vascular surgery was called to room to assess the situation and help us remove the catheter from pts vasculature. Catheter removed successfully; another x-ray obtained to confirm whole catheter was removed. Parents were updated by md prior and after catheter removal." Additional information was received that the catheter was removed by an emergent cut down of the right arm to successfully retrieve the piece. The patient was reported to be dishcarged at the time of this report.